Event description:
Covidien rec'd info from a customer in the USA stating that an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the malfunction occurred. The exact date of the incident is unknown.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to check the graphical user interface (gui) cable connections, and to swap (liquid crystal display) lcd panels and backlights. Customer reported to have followed the tse recommendations and malfunction has been corrected. Customer has conducted final testing and reported that the unit is back in service. Covidien was not authorized to service the device. Covidien reference: (B)(4).